Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-07043, 1627487-2022-07044. It was reported that the patient underwent surgical intervention on (B)(6) 2023 in which their paddle lead was explanted and replaced. During the procedure the patient's quattrode leads were also removed due to scarring around the leads.